Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous shunt vessel. A 4.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.